Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-03781. The pt reported experiencing heating at her scs ipg pocket site as well as her charging system becoming hot while charging. The pt also reported following charging guidelines. Subsequently, the pt was sent a low energy replacement charging system and advised of the modified charging duration which she is "ok" with. F/u identified the issue resolved with the replacement charging system. St. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.